Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that the alarm did not occurred after battery change. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. No insulin pump error 4, insulin pump error 15, nor insulin pump error 23 alarms noted during testing. Successfully downloaded history files and traces using thus. Confirmed insulin pump error 4 alarm on (B)(6) 2022 at 06:32:08 in the insulin pump downloaded history. Insulin pump error 15 (file #: 38, line #: 442) confirmed in the history file on (B)(6) 2022 at 06:32:08 due to a software error. Confirmed insulin pump error 23 alarm on (B)(6) 2022 at 06:32:10 in the insulin pump downloaded history. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Insulin pump error 4 alarm was confirmed. Insulin pump error 15 alarm confirmed due to a software error. Insulin pump error 23 alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.